Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, no analysis was performed, due to the shorting of the leads during a charging event. Devices are not expected to perform to specification post shorted lead events.

Event description:
Boston scientific received information that during a routine device change out procedure, a commanded shock sent the new device into a shorted system. This chronic device was reconnected to the chronic leads and this device shocked into a shortem system as well. The physician elected to implant a new pacemaker and surgically abandon the chronic right ventricular (rv) lead. A possible lead extraction and re-implant procedure was to be scheduled. No adverse patient effects were reported during the procedure.